Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 04/15/2015 and indicated blank shift and hgb r flags. The fse noted that the hgb cuvette was slightly cloudy and he replaced the hgb cuvette. Hgb components were aligned for optimal hgb output. (B)(4).

Event description:
The customer reported receiving hemoglobin (hgb) blank shift error messages on a unicel dxh 800 coulter cellular analysis system on patient results and quality control (qc) results, and requested a service visit. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event. This report references the event which occurred on (B)(6) 2015; please refer to MDR report 1061932-2015-00781 for the report of the related event which occurred on (B)(6) 2015 with the diluent reagent.